Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. An autopsy was not performed and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. The ¿introduction¿ section of the IFU lists death and multiple types of organ failure/dysfunction, including right heart failure, as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the right heart failure worsened with left ventricular assist device (lvad) implant and the multi-system organ failure was due to progression of the right heart failure.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The outcome was not considered device or therapy related and right ventricular failure was present pre and post-operation. An autopsy was not performed, and no product would return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.